Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "error message e315" was presumed to have been due to device leakage while the user was handling the device, causing water invasion. Due to the invasion, an abnormality of electronic parts occurred which led to a temporary occurrence of the suggested event. The suggested phenomenon of "foreign material adhered to the biopsy channel inner wall" was confirmed as a bluish yellow viscous substance, but could not be further identified. The cause of this event was presumed to have been due to reprocessing that could not be conducted properly due to a leakage from the a-rubber (bending section cover) and the channel. Suggested event "e315": the user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): "- inspection of the endoscopic image" the user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "- do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the single use biopsy valve. Otherwise, the single use biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. - if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Suggested event "foreign material adhered to the biopsy channel inner wall": the user may detect the suggested event by handling the device in accordance with the following IFU: "- inspection of the endoscopic image" the user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "- do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the single use biopsy valve. Otherwise, the single use biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. - if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus medical for evaluation. During testing, the bending cover and channel tube were both leaking. Additionally, the inspection showed foreign material in the channel tube. The material was described as being a flowable solid that was bluish-yellow in color; the material was flushed out and discharged along a drain outlet immediately during testing. In addition, the electrical connector was corroded due to fluid ingression. During testing, the reported non-compatible scope error did not occur. However, the investigation determined the scope error code would likely occur as an intermittent failure due to the damage to the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the evis lucera elite bronchovideoscope relayed error 315 (non-compatible scope error). The customer stated the issue was found during inspection prior to procedure. The patient's diagnostic bronchoscopy was completed using a similar device. Upon inspection and testing of the returned unit, foreign material was discovered in the instrument channel. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions both initially reported as well as found during evaluation.